Manufacturer narrative:
One single use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, there was no flow coming out of the luer. Microscopic inspection of the luer revealed air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. The reported condition was verified. The cause of the no flow condition was determined to be the air bubbles. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor would not flow during infusion. This event involved a patient with no patient consequences. No additional information is available.